Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the PICC lumen was partially clamped while infusing bivalirudin and the pump did not alarm for occlusion. The bivalirudin was programmed through interoperability at an initial rate of 6.6 ml/hour and it was later increased to 7.3ml/hr for a total volume to be infused of 80ml. The patient had two previous partial thromboplastin time (ptt) results prior to this issue. On observing the issue, the clinician unclamped the lumen and repeated ptt was drawn four hours following that discovery to be therapeutic. There was no patient harm.

Manufacturer narrative:
Omit: a26 - insufficient information (3190), g07001 - part/component/sub-assembly term not applicable.

Event description:
It was reported that the PICC lumen was partially clamped while infusing bivalirudin and the pump did not alarm for occlusion. The bivalirudin was programmed through interoperability at an initial rate of 6.6 ml/hour and it was later increased to 7.3ml/hr for a total volume to be infused of 80ml. The patient had two previous partial thromboplastin time (ptt) results prior to this issue. On observing the issue, the clinician unclamped the lumen and repeated ptt was drawn four hours following that discovery to be therapeutic. There was no patient harm.